Event description:
The pt experienced neck pain after a transarticular screw broke, which was implanted in the cervical spine (c1-c2) approx a year prior. On (B)(6) 2011 the broken screw was removed and the pt was revised with an occipitocervical fusion procedure.

Manufacturer narrative:
Device involved was not returned to pioneer surgical for eval. Since the device was not returned the lot number for this screw is unk. A review of the DHR could not be completed. Since there is no more info about this occurrence pioneer surgical is limited in our investigation. If further info becomes available pioneer surgical will send a follow up response to the FDA.